Event description:
It was reported that a patient underwent a total knee replacement on (B)(6) 2023 and a barbed suture was used. During the procedure, the suture broke intra-op while surgeon flexed the knee after closing the incision. The hcp said that it broke proximally and then distally. The incision was reclosed with staples. There was a 5 minute delay but the case was completed without patient harm or any other issues. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: on what tissue was the suture used? Subcuticular was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Yes was at least one reverse stitch performed prior to closure? Yes was additional dissection required in other tissues other than the target tissue? If yes, please describe. No was the patient treatment or post-operative care altered in anyway due to the prolonged surgery time of 5 minutes? If yes, please explain. Post op care means they need to take out staples now. Was there any patient impact (ie. Additional treatment required) and/or adverse patient outcome due to the prolonged surgery? Post op care means they need to take out staples now. What is the patient¿s current status? Unknown.